Manufacturer narrative:
The sample was fresh and collected via a vacutainer. The instrument was performing within quality control (qc) specifications. Controls were run three times per day and were run before and after the incident. Qc results recovered within range. On (B)(4) 2008, the field service engineer (fse) cleared white blood cell (wbc) aperture blockage and verified that the analyzer met performance specifications. Fse ran quality control samples and obtained results within range. As of (B)(4) 2008, there have been no further issues of erroneous wbc results reported from this customer. Raw data analysis identified a clear aperture clog pattern on the wbc histogram. Because each of the 3 counting periods produced similar results (0.77, 0.94, and 0.79), the lh500 software failed to detect this case because this specific data pattern did not meet flagging criteria. Root cause for the initial low wbc result is unk, but may be attributed to an aperture blockage. This reportable event was identified during a retrospective review conducted between (B)(4) 2008 and (B)(4) 2010 of complaints for additional reportable events.

Event description:
On (B)(6) 2008, customer reported an erroneous low white blood cell (wbc) test result of 0.83 x 10 to the third power cells/ul, when using the coulter lh 500 hematology analyzer. The erroneous test results were for a specific sample. The results were determined to be erroneous when a retest of the same sample yielded wbc test result of approx 10.4 x 10 to the third power cells/ul. Testing occurred on (B)(6) 2008. The erroneous test results were not reported out of the laboratory. No reports of death or serious injury, and no affect to pt treatment as a result of this event.